Event description:
Osteoarthritis progressed [disease progression], not worked as well [device ineffective]. Case narrative: based on additional information received on 03-aug-2018 from physician, the case was medically confirmed. Upon internal review, reporter causality was updated from not reported to related. This case is cross referenced with case: (B)(4) (same patient). This unsolicited case from united states was received on 17-jul-2018 from a patient. This case involves an (B)(6) male patient who received treatment with synvisc and it did not work as well and his osteoarthritis progressed. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (frequency: unknown) for osteoarthritis into left knee. On an unspecified date, the treatment with synvisc did not work as well as his osteoarthritis progressed to needing a replacement that he did eventually have. On (B)(6) 2018, patient received second synvisc injection. As of (B)(6) 2018, it was reported that the patient was recovering normally after 3 synvisc injections in left knee. Corrective treatment: knee replacement for osteoarthritis progressed. Outcome: recovering for osteoarthritis progressed. A global pharmaceutical technical complaint was initiated. A product technical complaint (ptc) was initiated on 14-aug-2018 for synvisc. Batch number: unknown; global ptc number:55028. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for osteoarthritis progressed. Follow up information was received on 19-jul-2018. No new information. Additional information was received on 03-aug-2018 from physician. The case was medically confirmed. Outcome of osteoarthritis progressed was updated from unknown to recovering. Date of second injection was added. Upon internal review, reporter causality was updated from not reported to related. Clinical course was updated and text was amended accordingly. Additional information was received on 14-aug-2018. Global ptc number and ptc results were added. Text was amended accordingly.